Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cyst. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female patient underwent a breast augmentation revision with a 325cc (left) and a 300cc (right) mentor memorygel breast implant and experienced breast implant rupture on the left side confirmed by ultrasound and MRI. It was also reported that the patient developed cysts in both breasts. As a result, the patient underwent explantation on (B)(6) 2023. It was also reported that the patient experienced cardiac arrest during the second stage of explant surgery, when the old devices were already removed. As a result, the surgery was interrupt without replacement. Based on the available information, it is reasonable to assume that the complication most likely related to the anesthesiology procedure, and occurred after the devices were explanted. This report is for the right side device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).